Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that their neurostimulator lead broke in the middle of (B)(6) 2017. Patient wanted a refund and some compassion for everything that they endured after the product broke. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID :3889-28, lot# va0lyjm, product type: lead.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s wire was broken. It itches like crazy and it was sticking out. It was not sticking out through the skin, but it was protruding enough that if you ran your hand across it, you could feel the wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID: 3889-28, lot# va0lyjm, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's backside became really itchy and they could feel something poking them. They stated that their device was on recall and the wire was broken. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va0lyjm, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient felt a wire poking through where the lead was located. The patient told their primary care physician about the issue and they were directed to a different doctor. The patient stated that they were putting calamine lotion on it.